Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, prograsp forceps had a bent tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting bent tips, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.041¿ offset at the tips. Common causes of the failure mode bent instrument grips -tips are typically attributed to the user. Bent grips with an offset < 0.05¿ is attribute to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Additionally, the instrument was found to have the grip pin dislodged at the distal end. The grips were misaligned by 0.041". The pin was difficult to remove. Common causes of the failure mode dislodged instrument grips pins are attributed to manufacturing. The complaint regarding bent tips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the instrument's grip pin was dislodged. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.